Manufacturer narrative:
G5. Multiple 510(k): bk050036, k230855 investigation summary: bd received ten (10) samples and one (1) photo for investigation. The samples and photo were reviewed and the customer¿s indicated failure mode for foreign matter (fm) on the gel was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fm. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that an unspecified number of bd vacutainer® sst¿ blood collection tubes were contaminated. There was no report of patient impact.